Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to explant an inflatable penile prosthesis (ipp) due to infection. The patient was on antibiotics to cure the infection, however, the infection was persistent so the ipp was removed. A tactra was implanted. A patient outcome of fully recovered was reported.